Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 17-nov-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ao, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h25180.

Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 08-oct-2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant hematocrit result on an a 32 year old female patient with fetal demise, suction d&c. There was no additional patient information at the time of this report. Return product is not available for investigation. Method: date: collected: tested: hct: hb: I-stat, on (B)(6) 2025, ni, 5:28am, 22.0 %pcv, 7.50 g/dl. Sysmex, on (B)(6) 2025, 5:55am, 6:13am, 37.0%pcv, 12.60 g/dl. I-stat, on (B)(6) 2025, ni, 6:16am, 37.0%pcv, 12.60 g/dl. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.